Event description:
On (B)(6) 2012, a 21 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to high gradient and calcification. A 21 mm epic valve was implanted as the replacement.

Manufacturer narrative:
An event of high gradient and calcification was reported. Gross morphological and histopathological examination revealed calcifications on all 3 leaflets. Fibrous thickening and tears were also observed on all 3 leaflets. There was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces on all 3 leaflets. There was no inflammation present in the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, the presence of calcification, pannus and tears can result in elevated gradients.